Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid reader serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Sections, h-3 ( device evaluated by manufacturer), h-6 and h-10 were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reports, "his freestyle libre 2 reader smoked & smelled after leaving it on charge for so long, and he couldn't use it anymore." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports, "his freestyle libre 2 reader smoked & smelled after leaving it on charge for so long, and he couldn't use it anymore." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.